Event description:
Related manufacturer reference 2030404-2014-00087, 3005188751-2014-00105, 3005188751-2014-00106, 3005188751-2014-00107, 3008452825-2014-00036 during an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry steerable ep catheter was placed at the bundle of his and another inquiry steerable ep catheter was placed in the coronary sinus. An agilis nxt introducer and a swartz braided transseptal introducer were placed in the left atrium through the patent foramen ovale. The left atrium was mapped using a reflexion spiral ep catheter and a contact therapy cool path duo ablation catheter; then the reflexion spiral was advanced into the left superior pulmonary vein (lspv). Ablation was initiated on the lspv antrum and the patient complained of chest pain when breathing. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. The procedure was aborted and the patient remained stable. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.